Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during setup. The system was rebooted and the message did not clear. Another system was used to complete the cases. There was a 5 minute delay. No patient involvement was reported.

Manufacturer narrative:
A company service representative examined the system. The fluidics module was replaced and sent in for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).